Event description:
The following information was provided by the initial reporter: medication unable to be delivered to the bag-blocked. Issue resolved by replacing a new c61.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.